Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported per the edwards field clinical specialist (fcs), via transcaval access, the sapien valve was positioned 60:40 ventricular; however, post valve deployment the valve landed 80/20 ventricular and subsequently embolized into the ventricle. Multiple unsuccessful attempts to capture the embolized valve with a balloon and slide it back into the annulus were made, while a second valve was prepped. The second valve was delivered via a transeptal approach. The patient was then brought up to surgery to remove the first valve. Per report, the patient¿s annular diameter was 25.2 with moderate valve calcification and moderate root calcification. It was indicated that the annulus was just past the upper limits to accommodate the 26 mm valve; however, the physician felt it was the patient¿s only option and that the valve would work. It was also reported that the coaxial alignment of delivery system and valve, as well as the image intensifier angle were good; ventilation was held, and there was no loss of pacing capture. It was reported to the fcs two days post procedure that the patient had expired following surgery.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the embolization was reported as the annulus size was larger than the recommended size for the 26mm valve. Despite attempts to obtain addition information, the physicians office would not provide the cause of death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.